Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site experienced an alleged inaccuracy during a case. The surgeon stated they were inferior and superior by multiple mm while navigating the ethmoid sinus section. The lateral and medial directions seemed fined, the surgery was aborted. It was noted that this incident apparently occurred on (B)(6) with the exact same patient, and same symptoms as the issue reported on (B)(4). The surgeon attempted the procedure at this site and due to inaccuracy aborted and then moved to the other site. They also used a new scan at the other site as well. There was a patient involved and the issue caused a less than 1 hour delay. Additional information was received, it was reported that there was no impact to the patient other than the surgery needing to be rescheduled. When the surgeon was asked about the amount the inaccuracy, they said several millimeters.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 , serial/lot #: (B)(4), medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The im aging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, that this was a minimally invasive procedure and no incisions were made.

Manufacturer narrative:
Additional information: b5 exam review - no issues with the scans themselves were notable but as this complaint is adjacent with another complaint, using the results of that exam review it can be inferred that a similar issue occurred with these scans as well. Looking over the model that is automatically generated before editing this scan does not have a great registration model without editing. In this circumstance, it is advisable to check the model and make adjustments to get a smooth surface mesh that does not contain any gaps or islands and then to auto-refine that adjustment. Correction to d2. H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.